Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the left ventricular lv lead exhibited failure to capture with elevated capture thresholds. The lv lead was capped and replaced (B)(6) 2024. The patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Additional information noted that the patient presented experiencing pain and discomfort. It was noted that the patient experienced phrenic nerve stimulation. The patient was in stable condition during the procedure. The patient experienced pain and discomfort after the procedure.